Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a longevity calculation was performed. It was determined the device did not meet longevity expectations. Next, the device case was removed and internal visual inspection noted no irregularities. An external power source was connected to the device and internal measurements noted a high current drain. Further detailed testing isolated the problem to a degraded tantalum capacitor that prematurely depleted the battery.

Event description:
It was reported that, upon pre-implant testing, this subcutaneous implantable cardioverter defibrillator (s-ICD) could not be interrogated. Troubleshooting was performed with multiple programmers. Technical services (ts) recommended to not use this device. There was no patient involvement at this stage. This device was never in service.